Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +4.5/+2.0/060 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to significant reduction of irido-corneal angles (ica) and elevated iop. The problem was resolved. The cause of the event is reported as unknown. Reportedly, the symptoms resolved after explant.